Event description:
It was reported that the lead had dislodged. High pacing threshold and low impedance were observed. As such, the lead was explanted.

Manufacturer narrative:
The analysis of the lead did not reveal any device condition that would have contributed to the dislodgement. The electrical characteristics of the lead were found to be normal. Mechanical and visual analysis found the helix slightly bent, impeding helix actuation. The damage observed is consistent with that occurring at the time of surgical procedure.